Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant, high thresholds were observed on the right epicardial ventricular lead. The lead remains in use and no patient complications have been reported as a result of this event.